Manufacturer narrative:
One (1) expedium dual innie quick-connect poly driver [product code: 2797-22-400, lot no: 0110mi] was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided with the device. The fracture analysis report suggests the driver underwent a quasi-static overload torsional shear failure at the hex lobes and extending to the center of the shaft. No material defects or other abnormalities were observed in this analysis. Device met hardness specifications. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the driver¿s distal tip becoming broken cannot be positively determined. However, the fracture analysis report suggests the driver underwent a quasi-static overload torsional shear failure at the hex lobes and extending to the center of the shaft. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The instrument was broken as per num. Discarded = no return to manufacturer unless local engineering assessment indicates return is required. This case is not being reported by the customer, but (B)(6) employee. All available information has been provided as part of this report; no further information will be forthcoming.